Event description:
New information stated that the patient experienced pericardial effusion and low blood pressure during the procedure. Pericardial fluid evacuation was performed. The patient was transferred to intensive care unit after the procedure was concluded.

Manufacturer narrative:
A partial distal portion of the lead measuring 14.1 cm was returned for analysis. The damage found was sustained during the surgical procedure. The portion of the lead that was returned was otherwise normal. Without return of the entire lead, a complete analysis could not be performed.

Event description:
It was reported that the patient presented in the operation room and the right ventricular lead was explanted and replaced due to rising shocking impedance. No further information was available.